Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported boot up failure. Physio replaced the user interface to stack flex assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not complete the boot up cycle. The device would not be available for use in the reported condition. There was no pt use associated with the event.